Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma, sinus infection, dizzy, nauseous, toxins in blood, headaches, hallucination and organ failure. The patient has passed away. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma, sinus infection, dizzy, nauseous, toxins in blood, headaches, hallucination and organ failure. The patient has passed away. There was no medical intervention required by the patient. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. Codes in section h were updated in this report.